Event description:
Technician alleged the bed alarm is not working. No patient impact.

Manufacturer narrative:
The technician found the cause to be the speaker from the communication housing is not working. The technician replaced the left hand communications housing to resolve the issue.